Event description:
It was reported that the set was installed into a pump. When the roller clamp on the set was opened by the nurse, heparin started to free-flow into the patient without any rate or alarm from the pump. There was no injury to the patient or any medical intervention needed. All patient information and the pump in use, is unavailable from the account.